Event description:
Pt implanted with lcp condylar plate and screws for a distal femur fracture on an unk date. Follow up x-rays taken (B)(6) 2011 showed a non-union and broken plate. Surgeon noted that the locking screws did not appear to be locked to the plate. The locking portion of combi holes appeared not to have engaged the locking mechanism of the screws. Surgeon removed hardware and implanted some type of screws and plate on (B)(6) 2011. This is the 3rd of 6 reports submitted on this event.

Manufacturer narrative:
Additional info has been requested. Synthes is unable to determine mfg site or mfg date without a part number or a lot number. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.